Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot. Additional information was requested 10/04/2007 and 10/09/2007 by fax and mail. Patient records were received 10/04/2007.

Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, a patient reported difficulty reading. A lasik procedure was performed and the patient now reports blurry vision.